Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device sleep/wake button became progressively unresponsive over about a week, and a guided intervention to press and hold the button for an extended period followed by a device restart led to some improvement, with education to monitor and repeat steps as needed. Symptoms included unresponsive device controls. Outcomes included no alarms, no alerts, and no reported clinical harm. Investigation included customer troubleshooting and device restart. Investigation of this case revealed behavior consistent with intermittent button responsiveness without confirmed hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to verify a reproducible malfunction.